Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 1 had sharp cracks near handle and hinge and required to replace plexiglass. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door was failed. A field service engineer replaced the tower door and customer confirmed door was functioned properly. The system functioned as intended after the field service engineer repaired the device.